Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: product code: d9060 changed to d9066. The following information was requested, but unavailable: please provide the lot number for the involved device. No further information is available. No further information will be provided.

Event description:
It was reported that a patient underwent an unknown cardiovascular procedure on (B)(6) 2021 and suture was used. During the procedure, it was found that the length of the suture with the pledget was too short, so it could not be used. No adverse patient consequences reported. Additional information was requested.